Manufacturer narrative:
H.6. Investigation: pictures and samples were provided for evaluation of the reported failure which was able to be verified. The 1st and 2nd photos show the 8pcs used samples. The 3rd to 7th photos show the peelback on catheter. No abnormality was observed from the 7th to 10th photos. The 11th photo shows the needle bent. The used samples were subjected to visual inspection. Peelback was observed on the 5 out of 8 used samples and 1pcs needle bent. The probable root cause of peelback could be due to the tubing material. CAPA#81917 was issued to review the tubing material. As for the needle bent observed, based on the angle of bent, it is not possible to assemble the protection tube with the bent needle. Therefore it could have happened during product application or due to sample handling during returned. No DHR reviewed was performed as the batch number is unknown. H3 other text : see h.10.

Event description:
It was reported that 8 neoflon yel 24ga IV cannula experienced catheter damage/deformation which was noted prior to use. The following information was provided by the initial reporter: after opening the package, the catheter was defective.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 8 neoflon yel 24ga IV cannula experienced catheter damage/deformation which was noted prior to use. The following information was provided by the initial reporter: after opening the package, the catheter was defective.